Event description:
During bronchoscopy with biopsies, physician stated the needle comes out too far. He feels the sheath moves with the needle. Procedure continued as planned. Patient tolerated procedure well. No patient injury noted. Manufacturer response for aspiration needle, olympus ebus needle (per site reporter). Equipment failure reported to customer service support RMA # (B)(4) and olympus engineer, complaint number (B)(4). Product to be returned to manufacturer for investigation.